Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her child has a missing sensor cannula in one sensor. Sensor was almost connected but then mother removed and noticed that the sensor cannula was missing. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A physical inspection was performed on 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.